Event description:
It was reported that during withdrawal of the coil from the aneurysm, it detached within the microcatheter. The coil and the microcatheter were removed together without any clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The product was not returned; therefore, analysis cannot be performed. Information available indicated that resistance was experienced as the coil was advanced in the microcatheter, the patient's anatomy was tortuous and the coil was rotated. It is possible that these procedural factors may have contributed to the detachment of the coil during withdrawal from the microcatheter; thereby limiting its performance. Therefore, a root cause of operational context has been assigned to this event.

Event description:
It was reported that during withdrawal of the coil from the aneurysm, it detached within the microcatheter. The coil and the microcatheter were removed together without any clinical consequence to the patient.